Event description:
The customer stated that she tested her blood glucose and received a reading of "hi" which is higher than her usual range. While troubleshooting, she performed control tests and received a result of 229 mg/dl. The normal control range was 94-129 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.